Event description:
Pt was undergoing procedure for PICC line insertion. Upon removal of the internal sherlock tls stylet, resistance was met. Again, the line was flushed and removal of the stylet was attempted. The stylet then separated into two portions, with the internal silver portion coming out of the catheter. A brownish lining (from stylet) remained in the catheter with a short section protruding out of the catheter. An attempt was made to remove the protruding section and subsequently, broke inside the catheter. This resulted in a catheter replacement using the through-the-introducer technique. This was accomplished without further incident.